Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient does not wish to participate in further programming and has elected to become a nonuser of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain with device use. The recipient was reportedly hospitalized and prescribed high doses of tylenol and ibuprofen. The recipient has elected to be a non-user of the device.